Event description:
Per the implant records the patient underwent selective renal and iliac venography and placement of the ivc filter between the origin of each vein. The right groin was prepped in the usual manner. A retrograde percutaneous access was performed through the right femoral artery and a sheath was inserted. Under fluoroscopy guidance, a catheter was advanced over a wire and used for guidance into the ivc. The procedure was completed with no reported complications. About seven years and nine months after the filter, the patient¿s medical records and the imaging files were forwarded to a radiology specialist for evaluation. The specialist review noted the patient with a medical history of morbid obesity and diabetes. Deep vein thrombosis was mentioned as part of the medical history; however, the specifics were not provided and there is no specific mention of pulmonary embolism (pe). The report also noted that the indication for filter placement is not entirely clear. The evaluation findings reported a cordis trapease ivc filter deployed in the infrarenal ivc at the l3-l4 level. The ivc measures 22mm in diameter at the level of the filter implantation. The filter is tilted 7 degrees such that the caudal apex is in direct contact with the posterior wall of the ivc where it may be partially embedded, just above the caval bifurcation. Filter struts appear intact on the computerized tomography (CT) imaging provided to the specialist for review. All six primary filter struts tent and perforate the caval wall. The perforating posteromedial strut impinges on the adjacent portion of the aorta at the level of the aortic bifurcation and the perforating anteromedial strut impinges on the right iliac artery just below the aortic bifurcation. The perforating posterior strut impinges on the underlying l3-l4 disc. No caval thrombosis, clot within the filter, significant caval wall thickening, caval stenosis or pericaval hemorrhage was present. Incidental findings included calcified atherosclerotic plaque visible in the aorta, post operative changes consistent with prior cholecystectomy and chronic elevation of the right hemidiaphragm. The report also noted that the filter should likely be removed if the patient can be safely anticoagulated or no longer requires anticoagulation therapy. Referral to advanced interventional radiologist retrieval center was recommended. According to the information received in the patient profile form (ppf), the patient reports filter tilting, perforation of filter struts outside the ivc, and filter embedded in wall of the ivc becoming aware of these events approximately seven years and nine months after the filter implantation. The patient further reports suffering from pain, anxiety attacks fear and depression related to the filter and has been advised by the doctor that the filter cannot be removed.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, chest, back and abdominal pain and internal discomfort. The patient has also learned that the filter is tilted 7 degrees medially and is partially embedded. All six struts of the filter tent with perforation, the posteromedial struts are impinging on the aortic wall; the anteromedial strut is impinging on the right iliac vein and the posterior strut is impinging on the l-3/l-4 discs. The patient reported becoming aware of the event approximately seven years and nine months post implant. The patient also reported anxiety attacks due to the filter and has been advised that the filter cannot be removed. According to the implant record the filter was placed on an outpatient basis and the patient was noted to be obese. A selective renal and iliac venography and placement of the ivc filter between the origin of each vein. The filter was placed via the right groin, under fluoroscopy guidance, a catheter was advanced over a wire and used for guidance into the ivc. The procedure was completed with no reported complications. Approximately seven years and nine months post implant the patient¿s medical records and the imaging files were submitted for additional review. The review noted the patient with a history of morbid obesity and diabetes. Deep vein thrombosis was mentioned however, the specifics were not provided and there was no specific mention of pulmonary embolism. The report also noted that the indication for filter placement is not entirely clear. The image evaluation noted a cordis trapease ivc filter deployed in the infrarenal ivc at the l3-l4 level. The filter is tilted 7 degrees, the caudal apex is in contact with the posterior wall where it may be partially embedded, just above the caval bifurcation. Filter struts appear intact. All six primary filter struts tent and perforate the caval wall. The perforating posteromedial strut impinges on the adjacent portion of the aorta at the level of the aortic bifurcation and the perforating anteromedial strut impinges on the right iliac artery just below the aortic bifurcation. The perforating posterior strut impinges on the underlying l3-l4 disc. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without imaging available for review the events could not be confirmed nor a cause attributed. Due to the nature of the complaint the reported pain and shortness of breath reported by the patient could not be further clarified. Pain, anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. The patient has also learned that the filter is tilted 7 degrees medially and is partially embedded. All six struts of the filter tent with perforation, the posteromedial struts are impinging on the aortic wall; the anteromedial strut is impinging on the right iliac vein and the posterior strut is impinging on the discs. The indication for the filter implant, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without imaging available for review the events could not be confirmed nor a cause attributed. Due to the nature of the complaint the reported pain and shortness of breath reported by the patient could not be further clarified. Pain and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted 7 degrees medially with the apex in contact with the caval wall and is partially embedded. All six struts of the filter tent with perforation. The posteromedial struts are impinging on the aortic wall; the anteromedial strut is impinging on the right iliac vein and the posterior strut impinging on the discs.